Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) performed monitoring for 14 days, observed no further issues during the period, and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, epic orders were delayed in crossing over to pyxis. There was an occasion where order created at 8:30 pm est that crossed over at 10:00 pm est, resulting in a delay of approximately 1 hour and 30 minutes. There were no delay or adverse events or injuries reported based on this event.